Event description:
Caller states customer has reported low blood glucose symptoms with blood glucose results between 400 mg/dl - hi ( greater than 600 mg/dl). Caller treats customer with unsweetened orange juice or "gluco-gun," and his symptoms improve. Requested return of suspect device and replacement was sent.